Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On 13-jan-2023 the user was walking on the street, tripped and banged his left side of the head. The user immediately realised he could no longer hear with the device.re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
On (B)(6) 2023, the user was walking on the street, tripped and banged his left side of the head. The user immediately realised he could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023 the user was walking on the street, tripped and banged his left side of the head. The user immediately realised he could no longer hear with the device. Re-implantation is considered but has not been scheduled yet.